Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason, on (B)(6) (B)(6) 2020 and with unknown blood glucose level. Customer was discharged on june 5, 2020 and again got admitted on june 6, 2020 with blood glucose value of 300 mg/dl. The battery cap was missing. The device will not be returned for analysis.